Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became unresponsive. There was no impact to customers' blood glucose level.